Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a procedure on (B)(6) 2021. During the procedure, the shrink sleeve detached outside the patient. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event.